Event description:
The customer reported failing beta human chorionic gonadotropin bhcg quality control (qc) on the access 2 analyzer. The customer stated that the errors occurred during the previous evening run, cancelling most of the patient sample tests during that run. The specific error in this event is a fatal flag and no erroneous results were generated. There were no reports of adverse events, change to patient treatment attributed to this event. No sample pre-analytical issues were noted.

Manufacturer narrative:
Per bec customer technical support's instructions, the customer checked the substrate bottle fittings and found a loose substrate cap.